Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back into the superior vena cava (svc). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.